Event description:
Patient on cardiopulmonary bypass. Surgeon went through two pacing boxes, 3 pacing cables, and 2 pacing leads in order to get a paced rhythm. Resulted in patient being on cpb extra 10 minutes and extra stitch in the heart